Event description:
Reporter alleged having high blood glucose results recently and went to the doctor as a result. Reporter stated their advantage system measured 209 mg/dl compared to the doctor's result of 109 mg/dl when comparative testing was performed less than 1 minute apart. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.